Manufacturer narrative:
This report is submitted on february 20, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, the patient experienced poor performance and facial nerve stimulation with the device. Subsequently, the device was explanted on (B)(6) 2018, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Analysis of the device indicates a device failure. This report is filed on may 23, 2019. - attachment: [135792-device analysis report.pdf].